Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, malformed staples were noticed. The problem occurred during the 1st firing of the device and the malformed staples were in the distal end of the staple line. It was also stated that the device seemed more difficult to fire than usual. Another device was used to complete the procedure. There was no adverse consequence to the patient. On what tissue type was the device used? Small bowel at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.